Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a drawer failure. A field service engineer powered down the unit for five minutes to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a failed cubie. The customer reported that the device was not detected on the communication bus. There was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.